Event description:
The user received an analyzer alarm and opened the analyzer cover in order to replace the absorbance photometer lamp. She found the absorbance photometer lamp plug receptacle and the circuit board had melted. No patient samples were affected. No instrument operators or lab personnel were injured. The lot number of the absorbance photometer lamp was i988. The field service representative suspected the cause was a power surge from storms in the area. He replaced the absorbance photometer printed circuit board module and the user verified the analyzer operation by performing quality control with results within specification.